Event description:
While troubleshooting with baxter's (B)(4), the caregiver (cg) stated that the heater spike fell out of the bag. (B)(4) advised the cg to start over with new supplies. The customer would call back with any problems. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the customer on (B)(6) 2010. The home patient (hp) stated that they couldn't use the supplies, because when he went to use the compact exchange device (cxd) to spike the bag, he forgot to pull the pull ring out first. The hp discarded the setup and started over with new supplies. The wife stated that the lot number of the cassette was h10d27011, but refused when asked for a companion sample. The hp has been able to continue therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). No sample was available.

Manufacturer narrative:
(B)(4). This complaint was for a report of a check lines and bags alarm in which there was a separated connection during troubleshooting. This complaint cannot be confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot (h10d27011) with no issues noted. During troubleshooting, a spike disconnected from a supply bag. In a follow up phone call with product surveillance, the caregiver stated that the patient forgot to pull the pull ring from the solution bag before using the compact exchange device (cxd) to spike the bag. Based on the information obtained during baxter's investigation, this incident was determined to be related to improper setup of the supply bag. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Device 4 of 5. Reference MFR's reports: 1627487-2010-02410, 1627487-2010-02411, 1627487-2010-02412, 1627487-2010-02414.